Manufacturer narrative:
No button error alarm noted. However act button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. No frozen screen noted. Time advanced properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The time on the screen was not advancing. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.